Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. Low bg cause was not known. The customer received third party assistance from their husband, who provided the customer with glucose shots to address bg. This event did not cause an injury. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.